Event description:
A patient reported experiencing inaccurate erratic results with a ot basic meter. The patient's blood glucose results were 172mg/dl, 245mg/dl, 180mg/dl. Tests were done less than 10 minutes apart with a difference of 22%. Patient did not experience any adverse event. No further information has been reported.